Event description:
During attempts at product return, it was revealed that the explanted products were discarded.

Event description:
The explanted products were received by the manufacturer. Generator product analysis was completed. The reported pain allegation could not be evaluated in the product analysis, or pa, lab. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No signs of variations were observed and the device provided the expected level of output current. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator. Lead product analysis is pending.

Event description:
Lead product analysis was completed. A portion of the connector pin was received into the product analysis lab. The lead assembly including the section of the connector boot containing the model and serial number tag and the electrode array was not returned. Therefore, analysis and complete evaluation could not performed for the entire lead. The condition of the returned lead portion was consistent with those typically following an explant. No obvious anomalies were observed. Set-screw marks were observed on the connector pin, indicating that a good mechanical and electrical connection was present at one time.

Event description:
It was reported that the patient was being referred for vns replacement surgery due to high impedance. Clinic notes were later received that indicated that the patient was experiencing some tenderness near the vns device. The physician believed that it was possible that fibrosis around the vagus nerve could be contributing to the high impedance. No relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent full vns replacement surgery due to high impedance. The generator was replaced prophylactically. The explanted vns generator and lead have not been received by the manufacturer to date.